Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly low lead impedance values were consistently measured during an implantation procedure. After positioning the lead tip in the right atrial appendage, the measured atrial lead impedance was around 160 ohms. The subject lead was repositioned and tested at four sites in the atrium, but the atrial lead impedance measurements were around 230 ohms at any of the tested sites. The subject lead was extracted and replaced.

Event description:
Reportedly low lead impedance values were consistently measured during an implantation procedure. After positioning the lead tip in the right atrial appendage, the measured atrial lead impedance was around 160 ohms. The subject lead was repositioned and tested at four sites in the atrium, but the atrial lead impedance measurements were around 230 ohms at any of the tested sites. The subject lead was extracted and replaced.

Event description:
Reportedly low lead impedance values were consistently measured during an implantation procedure. After positioning the lead tip in the right atrial appendage, the measured atrial lead impedance was around 160 ohms. The subject lead was repositioned and tested at four sites in the atrium, but the atrial lead impedance measurements were around 230 ohms at any of the tested sites. The subject lead was extracted and replaced.

Manufacturer narrative:
Preliminary analysis of the returned lead showed that its electrical, mechanical and dimensional characteristics were in specifications.